Event description:
It was reported that the patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that 2 screws were broken. Patient underwent a revision to replace the broken screws. No further details are known at this time.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Analysis of the returned device shows that visual review confirms screw breakage approximately ~4-5 threads from bone screw head. Optical examination of adjacent surfaces around the area of crack propagation did not identify material surface defect that could contribute to crack propagation. Significant damage and/or smearing noted to all fracture surfaces. The lower broken portion of the bone screw is consistent with explantation. Fracture surface examination identified a multi-modal fracture, with progressive striations emanating away from the origin of initial fracture propagation as noted, as well as increased material disruption, and river lines, starting approximately ~30% of the way through the cross-sectional area of the bone screw, followed by additional cyclic fatigue striations until ultimate failure. After visual and optical examination, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. Unable to definitively determine specific root cause of the foregoing event from the available information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.